Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. No pump error 68, no pump error 49 and no pump error 23 alarm noted. Device received with missing display window cover and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer stated the insulin pump suddenly stopped working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis